Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind, basic occlusion test, occlusion test, prime/a33, excessive no delivery test and passed the dat test at 0.08720 inches noted. No unexpected restart error alarm and no under delivery anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 419 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Customer¿s current blood glucose level was 137 mg/dl. Troubleshooting was performed. Customer advised they changed out their complete set and the insulin pump did not have air bubbles. Customer advised they performed and passed the self test. The insulin pump will not be returned for analysis.